Manufacturer narrative:
Corrected data: h6 investigation findings changed from 3221 to 3252. Manufacturer narrative: additional information received: reported event is confirmed. Customer event "tip of edge broke off in patient's shoulder" was confirmed based on photographic evidence. The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore; the reported failure could not be verified. A two-year lot history review was conducted and found no other similar events reported for this lot number. A DHR review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Maintain the active probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn device was being used on approximately (B)(6) 2021 during a shoulder arthroscopy procedure when it was reported that "tip of edge broken off in patient's shoulder". After further assessment, it was discovered that they were able to retrieve the broken piece. There was no report of patient/user impact or injury. There was a delay of an unknown amount of time to remove the debris and the procedure was completed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.